Event description:
It was reported that the bd smartsite¿ needle-free connector popped open. The following information was provided by the initial reporter, translated from chinese to english: when the connector is unscrewed for sterilization, the connector was automatically pop open.

Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21086366. The feedback provided by customer suggests bounceback issues were detected during disconnection as the smartsite component would "pop open". No further information was provided by the customer to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21086366 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2000e china product.